Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1 of their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set became disconnected from the pt line of the homechoice set. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt received prophylactic antibiotics from their nurse. No pt injury was associated with this incident per the home pt.